Event description:
The distributor reported that the up and down buttons did not activate desired pump functions when pressed.

Manufacturer narrative:
(B)(6). The pump was returned to animas. Evaluation revealed that all keypad buttons were intermittently activating pump functions when pressed. Adhesive was found under the keypad button contacts.